Event description:
(B)(4). Immediate cramping, severe left abdominal pain, headaches after placement. Now that I have had essure implanted for 8 years the symptoms have gotten 10 times worse and now include numbness in face, hands, feet, brain fog, multiple fibroids, severe and painful bloating, ibs, teeth crumbling, excruciating pain in my entire abdomen, a vaginal bacterial infection that reoccurs every 2 months, blurred vision, memory loss, post nasal drip that does not go away, severe allergic reactions to nickel every 4-6 months and now a future hysterectomy.